Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the fixed prime of 5 units failed. The customer did not see a drop. The high pressure test failed. The customer had replaced the insulin pump three weeks prior due to high blood glucose levels. Customer's blood glucose level was 340 mg/dl. The customer was experiencing high blood glucose levels again. The customer used their backup plan to treat their blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.